Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(6)implanted: (B)(6)2018 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a company representative reported that following the patient's pump implant, a csf leak was found where the catheter entered the dura. The reason for the surgery mentioned prior was a leaking incision, so a wound revision was performed. No external factors were involved and it was unknown if troubleshooting was performed. The patient is scheduled for a full explant on (B)(6)2024 after they have been weaned, and re-implantation will be attempted at a later date. The event was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial #: (B)(6), ubd: 01-nov-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the hcp was currently in surgery with patient with dehisced wound. The hcp stated that there was a cerebrospinal fluid (csf) leak and they did not know where it was coming from and they were trying to get a hold of the company representative (rep).